Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and lead system was experiencing inappropriate shocks. An invasive procedure was performed and a lead fracture was confirmed on one of the myocardial leads. The physician elected to replace the ICD, cap and replace all the leads with an endotak lead.